Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Additional information received: a. Can you please clarify if there was any allegation against the femur? If yes, can you please provide the details? We all assumed that the cement did not adhere to the femoral component and/or the bone. I have faith that all the necessary steps and precautions were taken to the first go-around to attempt in successfully implanting this femur. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? Originally, the patient experienced pain. We went back into the knee to remove loose cement when we found the loose femur. C. Was there any surgical delay? What is the duration of the delay? The delay was due to removing the femur opposed to the original plan being a poly swap. The total delay in removing the old femur, removing excess cement, prepping for the ps femur, and then implanting it took about 45 minutes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 health effect - impact code corrected: h6 health effect - clinical code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to loosening of the femur at the cement to implant interface. Competitor cement was used. Poly and ps femur swap. Doi: (B)(6) 2024 , dor: (B)(6) 2024 , affected side: left knee.